Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2025-02168. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023: product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received regarding an implantable neurostimulator (ins). Patient having a paddle lead placed in the near future and they intend to replace the ins as well. Additional information was received from the manufacturer representative (rep) stating the system is being replaced because the patient is having trouble communicating with the device. Trouble shooting was performed and a replacement is scheduled for a future date.